Event description:
On (B)(6) 2010, the pt reported she woke up during the night with her insulin infusion device displaying an a2 (battery low) alert. She changed to a new battery and tried to change the cartridge but the piston rod would not retract. Her device made a grinding noise as the piston rod was struggling to retract and then displayed an e10 (cartridge error). The pt was instructed to remove and reinstall the new battery she used the previous night. The 'change cartridge' process began but the piston rod would not rewind and an audible grinding noise was heard. She inserted another battery with the same results. The pt was assisted with setting up her backup device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device, battery and battery cover were replaced and requested to be returned for evaluation.